Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this lead was not able to be successfully implanted due to helix issues. When the position was changed , the screw came out, but loss of capture (loc) occurred. It was also mentioned high pacing thresholds issues. This lead was then successfully replaced. No adverse patient effects were reported.